Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. Multiple requests for additional information were sent to the customer. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate ii lvas IFU lists respiratory failure and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had respiratory failure that led to a tracheotomy. The patient also developed ongoing gastrointestinal bleeding. Lvad support was withdrawn (B)(6) 2014. No additional information was provided.